Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction to breast prostheses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old patient underwent breast prostheses implantation with a mentor smooth round moderate profile 425cc saline breast prostheses and suffered several unexplained systemic symptoms, including fibromyalgia, multiple sclerosis, food intolerances, difficulty with speech, coherence, and coordination, motor impairments, dizziness, instability (paresis / ataxia), extreme fatigue, muscular pains, muscle weakness, thyroid disorder, swallowing problems, jaw stiffness, bladder disorder (hyperactive) incontinence, central nervous system and endocrine disorders, gastrointestinal disorders (sci) ills, cognitive difficulties, loss of memory, loss of concentration, cramps, spasms, stiffness, insomnia, pain, heaviness with breasts, capsulitis (capsular contracture, baker grade unknown), intense pains (in back, ribs, thorax, carpal tunnels), headaches, neck aches, shoulder aches, forearms aches, kidneys aches, dry cough / grace (throat clearing), spatio-temporal difficulty, confusion, difficulty with walking and with the effort / the clothing, difficulty going up / down the stairs, difficulties with healing / recovery of forces, electric shocks in the column and the body, weaknesses / hips / knees / ankles / carpal tunnels, trends in falls / phobic (fear of falling), aches / bruises / fragile skin, redness / numbness of limbs, tingling / sizzling / swelling / burning, candida albican / weakened immune system, fog / pressure behind the eyes, loss of autonomy / endurance (tonus), sensitivity / hypersensitivity losses, losses of balance / heavy legs / feet drag on the ground, loss and thinning of hair, rash / itching / lesions, dry mucous membranes mouth / eyes (redness / infection), psoriasis and dry skin / allergies / cutaneous / food, pressure on breathing lungs / palpitations, pinching / shocks (knives through breasts / tingling), runny nose / frequent sneezing, hypersensitivity / intolerance to sounds / light, depression / anxiety / irritability / instability of mood, and insecurity / discouragement / impotence / suicidal ideation. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation on (B)(6) 2019. This medwatch report is for the right breast prosthesis.